Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 41 mg/dl at the time of incident and other relevant blood glucose level was 79 mg/dl. Customer was treated by drinking juice. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode of insulin pump. Customer alleging that the insulin pump was over delivering they suspended insulin delivery on insulin pump and still blood glucose level went down. Customer stated that there was no damage on insulin pump. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).